Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, sion blue, gaia 1st, xt-r; guide cath: launcher. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure of the concentric, heavily calcified, moderately tortuous, 99% stenosed, mid to distal right coronary artery (rca), the guide wire was positioned and pre-dilatation was performed with progressively larger balloon dilatation catheters. During the first inflation at 10 atmospheres, the 2.75 x 12 mm nc trek balloon rupture. The device was removed without issue and additional pre-dilatation was performed. The procedure was completed with implantation of 2 xience xpedition stents. There was no adverse patient effect or a clinically significant delay in procedure reported. No additional information was provided.